Manufacturer narrative:
The investigation is ongoing.

Event description:
A report was received via the china national medical device adverse events reporting system that during a vitrectomy and retinal detachment repair, under general anesthesia, the device suddenly had an equipment warning and the button was out of order. The next operation could not be carried out. After shutdown and restart the system still showed that it could not be used, and the operation was forced to stop midway. The operation was aborted and completed the next day with a different system. The manufacturer¿s engineer found the cause of the fault on the spot but failed to eliminate the problem.

Manufacturer narrative:
Correction: d 4. The defective fluidics module is causing negative pressure, which resulted in the system malfunction. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
The distributor engineer repaired the equipment on site, and now it's back to normal. The equipment issue is abnormal negative pressure module. The investigation is ongoing.